Manufacturer narrative:
Insulin pump passed the self-test and displacement test. Insulin pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly, unlocked printed circuit board keypad connector, or stuck button alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a replace battery alert and unable to clear the alert due back and center buttons were unresponsive. Customer was unable to get to the easy bolus screen due to buttons were unresponsive. Customer also reported crack at the back of the insulin pump battery compartment. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.